Event description:
It was reported that a pt sustained third degree burns on the back of the upper left leg after hair removal treatment with the lightsheer duet.

Manufacturer narrative:
An evaluation of the subject device by a lumenis technical specialist reported no device malfunctions. Although reasonable attempts were made, no additional information regarding medical intervention, pt progress, or event outcomes to aid in root cause determination was provided by the user facility.